Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 89 mg/dl at the time of the incident. The customer states the backside battery compartment has multiple cracks and there is fluid under the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was received with corroded motor home switch. Unit was received with cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label, pillowing keypad overlay and minor scratches on lcd window.